Manufacturer narrative:
(B)(4). Customer will not return the alleged deficient device since customer discarded it.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 140 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer is comparing the blood glucose test results from trueresult meter to alternate meter; observed lower reading with the trueresult meter, but actual readings not provided. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 317 mg/dl and 304 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Adverse event not reported.